Event description:
This will be filed to report incomplete coaptation. It was reported that on (B)(6) 2023 a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with enlarged atria, a prolapsed posterior, and thin leaflets. It was noted that steerable guide catheter (sgc) was difficult to bend during the procedure. Although difficult, two clips were successfully implanted, reducing mr to a grade of <1. On (B)(6) 2023 a transthoracic echocardiogram was performed and it was observed that both clips detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing the mr to increase to a grade of 3-4. The patient was then transferred to surgery where the clips were explanted. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda appears to be due to a combination of procedural conditions and patient anatomy. Additionally, the reported patient effect of mitral regurgitation is listed in the IFU, and is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.